Event description:
In 3/2005 tgat a package contained larger filed than the blabeling indicated, an event determined to be non-reportable. Two files were returned an evaluated and it was discovered that te flutes on both contained flat spots and were "mashed," causing the files to appear larger. No pt was involved as the files were not used.